Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A field service engineer checked cables and connections and seated all cables and heard the windows notification for a universal serial bus connection and performed a restart and found that the universal serial bus cables to the printer biometric identifier were very tightly run and loosened them from their ties to allow a little slack on the connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.